Event description:
Inflammatory reaction: inflammation nos. Case description: this report was received via court summons of a patient age unknown, who underwent spinal surgery in 2001. During surgery, gelfoam sponge (trade name adcon-l) was used. Subsequently, patient developed a severe inflammatory reaction and as a result, suffers from chronic intractable back pain which is permanent and disabling.

Event description:
On 04/25/2002, it was found that adcon-l is not a pharmacia product. This report MFR. Control number 2002101814us is voided.